Manufacturer narrative:
Per the clinic, the patient developed a wound dehiscence, leads to extrusion of the implant. Subsequently, the patient underwent wound revision to clear the infection (specific date not reported).

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with IV antibiotics (specific date and duration not reported) and the infection was confirmed to be located on the implant site. Device analysis report attached.